Event description:
The customer reported that before a barium swallow procedure, the rad tech found out that the c-arm would not produce an exposure. No injury to patient.

Manufacturer narrative:
A ge representative evaluated the system and regreased thehight voltage connectors. System operates as intended.